Manufacturer narrative:
(B)(4). The birth date is unknown, however it was reported that the patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Twenty one days later, the patient recovered and was discharged from the hospital.